Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user noted an insulin odor at the infusion site, blood around the insertion site, visible bubbles in the cartridge, and sustained hyperglycemia; the issue was characterized as a connector leak with troubleshooting and education performed, without device alarms. Symptoms included frequent urination consistent with hyperglycemia. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included review of complaint details and user-reported observations during supply replacement. Investigation of this case revealed a suspected leak at the infusion connector or cartridge interface with air bubbles present, consistent with product leakage and connection integrity issues. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or connection issue not reproduced, with no device malfunction confirmed.